Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2011 to report that patient had suffered a hypoglycemic event. Patient cgm/bg values at the time of her episode were 340/23 mg/dl. Patient was found unconscious and paramedics were called. Paramedics treated patient but patient did not require hospitalization. At the time of her call to dexcom technical support patient's daughter reports that patient had recovered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.